Manufacturer narrative:
This report is being filed on an international product, list 6c37, that has a similar us product distributed in the us, list 1l79. Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. A retained file reagent of the complaint lot was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The sensitivity panel and positive control values met the specifications and all generated results were in the typical range and no false (B)(6) results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels which detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels. A review of labeling concluded that the issue is adequately addressed. No systemic issue or product deficiency was identified.

Event description:
The account generated (B)(6) architect (B)(6) results (0.14 s/co) on a patient sample. The sample was sent to a reference lab which generated (B)(6) architect (B)(6) results but cobas e411 (B)(6) (1.98 and 2.06 s/co) and (B)(6) rna real time pcr (B)(6) results. No impact to patient management was reported.